Event description:
Covidien received info stating that during pt use, the touch screen was found to be unresponsive. The pt was transferred to another ventilator. There were no reported negative pt effects.

Manufacturer narrative:
(B)(4).